Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 172 mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. No button error alarm during testing and all of the buttons are functioning properly. The insulin pump has broken battery tube thread, broken belt clip slot, cracked reservoir tube lip and missing the end cap sticker noted.